Event description:
Pt with an impella 5.5, awaiting a heart transplant, the impella alarmed that the purge flow was blocked. Please refer to nursing notes that delineate the measures that were taken to resolve this problem but were unsuccessful and ultimately led to a complete pump failure.